Event description:
The medical assistant reported that the surgeon believed that the migration and subsequent low impedance did not lead to any discharge of current into the surrounding tissue that could have caused a serious injury. No additional relevant information has been received to date.

Event description:
A company representative was called to check a patient's device during a follow-up appointment with the implanting ent. During the appointment, the patient reported feeling that her vns generator had turned, so she moved the device back into place. Since then, the patient felt that the vns had not been working as she could not feel stimulation. The company representative interrogated her device and observed a low impedance warning message. The patient had fallen a few days prior to the patient's report of generator migration, but a clinic visit with the neurologist prior to the ent visit revealed no issues with the patient's vns. The patient underwent lead revision surgery due to the low impedance, which the physician believed was a result of the generator migration. The medical assistant reported that x-rays taken of the patient's chest prior to surgery revealed that the lead was abnormally coiled in the patient's chest. The physician believed that the patient was manipulating the generator and did not believe the generator was likely to migrate on its own. A suture had reportedly been used to secure the device during initial implant 3 months prior to the migration, but the physician believed that the patient was still able to turn the device due to the single suture point used at implant. During the lead revision surgery, the physician used two non-absorbable sutures to cross-suture the generator in order to prevent the patient from turning the generator. No additional relevant information has been received to date.

Event description:
The explanted lead was received by the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device available for evaluation? Corrected data: follow-up report #02 inadvertently indicated suspect device was returned to the manufacturer when the concurrently-used device was actually returned. Device evaluated by MFR? Corrected data: follow-up report #02 inadvertently indicated suspect device was pending manufacturer analysis when the concurrently-used device was actually returned.

Event description:
Analysis was approved for the returned lead. Visual analysis identified that the lead had been severely twisted and compressed with abraded openings along the outer and inner tube, which exposed the lead coils. The exposed conductive coils may have been a contributing factor to the low impedance. The state of the lead is consistent with patient manipulation of the device during implant. No other obvious anomalies were noted except for the severely twisted and compressed appearance on a portion of the returned lead assembly. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No additional relevant information has been received to date.